Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 pockets c1 and c3 were not detected on the bus. A field service engineer pulled the row boards, cleaned all debris from both the drawer and the row boards, and reseated the row board cable connections. The fse then replaced the row c row board to resolve the issue. After the replacement, the drawer was successfully inventoried, and cubies were added to the empty pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5 pocket c1 and c3 failed to recover, which located on fasttrack. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.